Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damaged no. 1 switch and adhesive were likely due to an excessive external force (handling issue). The instructions for use include the following statement to prevent this event: "important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Per the legal manufacturer, the other device defects (broken strands, water invasion and corrosion) included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of a ¿ leak¿ was confirmed due to a cut on button# 1. The ultrasound had multiple strands broken. The bending section rubber was removed and fluid invasion and corrosion were observed. The instruction manual provides a statement to mitigate damage to the bending section and avoid leaks. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿

Event description:
The service center was informed that during preparation for use, the scope was noted to have a leak. There was no patient involvement.